Event description:
Customer reportedly obtained an error on the advantage meter while exhibiting hypoglycemic symptoms. The paramedics were called and received a result of 35 mg/dl on their device. Customer was given an IV of unk contents. Requested return of suspect device and replacement was sent.